Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had external flash crc error. Customer cannot recall their blood glucose reading. Troubleshooting was performed. Customer received the alarms while sleeping. However, the alarm did not occur during rewinding and priming. The insulin pump failed self-test. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit received with an external flash error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to external flash error alarm. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.